Event description:
"Rapid gas loss" and "check iab catheter" alarms sounded several times telling us clear that the catheter had probably ruptured. The iab could not be immediately removed for severe thrombocytopenia and bleeding diathesis - 12 hours elapsed before attempted removal. Near critical limb ischemia several days later--the iab could not be removed surgically for the poor general condition of the pt-heart failure becoming increasing severe.